Event description:
Customer reported he experienced high blood glucose over 600 mg/dl. Customer stated that this was caused by a bent cannula on the infusion set. Customer stated that his tubing got caught on a feed bag at work and he thinks this is what caused the cannula to bend. Customer changed the infusion set and went to the hospital. Blood glucose reading at the time of admission was 589 mg/dl. He mentioned that he has been refilling the reservoirs and using infusion sets for longer than 3 days. Customer also reported he has some issues with the sensor about 11 or 12 months ago when he started using the system. He only wore the sensor for a few weeks and stopped using it because of experiencing sensor reading discrepancies and discomfort. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-92444 for the insulin pump.